Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification a 7300tfx valve of unknown size was explanted after an unknown implant duration due to calcification leading to mitral stenosis and regurgitation. A 29mm non-edwards valve was implanted in replacement. As reported, this was an early calcification. The surgeon wondered about the cause of accelerated calcification with bovine material in the mitral position and if this was due to pressure related.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, d4 (serial number, expiration date), d6a, h4, h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. Host fibrous (pannus) tissue growth is not a malfunction of the device. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 7300tfx25mm valve implanted in the mitral position was explanted after seven (7) years and five (5) months due to leaflet calcification leading to mitral moderate-to-severe mitral stenosis (valve area of < 1 cm2 but a gradient of around 6-7 mm at rest) and mild regurgitation. Per CT report, inferior and lateral leaflets were not opening and closing well. Reportedly, on explant, it was observed that fibrosis of the endothelium had extended onto one of the leaflets restricting one leaflet. Another leaflet was partially calcified restricting its motion and one leaflet was normal. Indication for initial implantation was mitral stenosis. The patient was admitted with worsening exertional dyspnea and decreased exercise tolerance. As reported, she performed poorly on stress echocardiogram developing severe pulmonary hypertension and mitral stenosis. A 29mm non-edwards valve was implanted in replacement. The patient was noted as to be doing well after the procedure. As reported, this was an early calcification. Surgeon wondered about the cause of accelerated calcification with bovine material in the mitral position and if this was due to pressure related.

Event description:
Edwards received notification a 7300tfx valve of unknown size was explanted after an unknown implant duration due to calcification leading to mitral stenosis and regurgitation. A 29mm non-edwards valve was implanted in replacement. As reported, this was an early calcification. The surgeon wondered about the cause of accelerated calcification with bovine material in the mitral position and if this was due to pressure related.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.